Event description:
Synovitis [synovitis]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a female pt (age not provided), initials unk, with osteoarthritis (kellgren-lawrence grade 4 and large/serve prior effusion). This case belongs to a batch of icsrs from a company purchase database containing a collection of data from 10/1997 to 07/2010. The pt's medical history was significant for previous use of synvisc (hylan gf 20) (first course, age at the time of first injection was (B)(6)). On an unspecified date in 2000, the pt initiated treatment with intra-articular synvisc injection (second course) in left knee, dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 2000, the pt received second injection of snyvisc. On (B)(6) 2000, the pt experienced synovitis of left knee. On an unspecified date in (B)(6) 2000, the pt received treatment with intra-muscular celestone (betamethasone) at a dose of 22cc (frequency not provided). On (B)(6) 2000, the event of synovitis resolved. The action taken with synvisc treatment was not provided. Concomitant medications were not provided. The intensity for the event of synovitis was moderate. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related. Follow-up info was received on (B)(6) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were also received on (B)(4) 2013. Evaluation summary: the product lot number was not provided: therefore a batch record review is not possible. It is the requirement of review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to batch of icsrs from a database extraction containing a collection of data from 10/1997 to 07/2010. The benefit risk profile of the product is not altered by this report.